Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the trilumen insulation was damage through to the rate/sense and distal high voltage lumens. Trilumen insulation webbing damage was noted between the lumens in this area as well. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Additional information provided from the field indicates the system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. A rise in rv threshold measurements was also seen. No intervention has been performed at this time and the rv lead remains implanted and in service. No adverse patient effects were reported.